Event description:
Literature reference: lin z, et al. Symptom responses, long-term outcomes and adverse events beyond 3 years of high-frequency gastric electrical stimulation for gastroparesis. Neurogastroenterol motil 2006;18:18-27. The article discusses symptom responses and long-term outcomein gastroparetic patients receiving gastric electrical stimulation (ges) beyond 3 years by presenting per protocol analysis and intention-to-treat (itt) analysis. Three patients had their devices removed because of infection at the gastric stimulator site.

Manufacturer narrative:
This report is being submitted following an internal audit.